Event description:
Unomedical reference number: (B)(4). Event occurred in canada. The patient's mother reported that her 14-year-old son faced a bent cannula due to which he experienced high blood glucose level. Therefore, on (B)(6) 2022, the patient went to the emergency room and was subsequently hospitalized due to high blood glucose level after staying there for 10 hours. His highest blood glucose level was 25 mmol/l. Moreover, he had high ketone level which his healthcare professional assessed as dangerous/life threatening. At the time of this report, the patient was currently in the hospital. Further, the patient's mother reported that her son faced the similar issue 4 to 6 times between (B)(6). Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.